Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging the "device will not turn on/device not functioning, nasal/throat irritation or soreness, the device the patient has is affected by a power issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Box b: description of event or problem should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging the "device will not turn on/device not functioning, nasal/throat irritation or soreness, the device the patient has is affected by a power issue. Additional information received stated that the patient alleging nose irritation, respiratory tract irritation, inflammatory response and reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The following correction has been updated in report: in box b: adverse event or product problem as serious injury and outcomes attributed to ae as other updated. In box d: date returned is updated. In box e: initial reporter address is updated. In box h: type of reported complaint corrected as serious injury. In box h5: device avail for evaluation as yes is updated. In box h6: patient outcome code grid and health impact grid updated.